Event description:
Customer called stating that their meter was reporting high results. They got a reading of 566 mg/dl, so they took insulin to bring their blood glucose back to normal. They state that they over-medicated and were hospitalized for 2 days. Customer asked to return meter for further evaluation, and a replacement was provided.